Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed one year of remaining longevity and one month later displayed elective replacement indicator (eri). A download of the device data was reviewed by a boston scientific engineer who confirmed there is some form of depletion despite the device exceeding longevity. The device remains implanted at this time. No adverse patient effects were reported.